Event description:
The user of the suspect device had two hypogylcemic events where they were given juice by a third party because they were not responding. The device results were inconsistant with emts' equipment for each event. The user refused transportation to the hosp both times. Controls were in range. The user did not eat or take meds on the day of each event because they could not get out of bed. The device was replaced and requested to be returned for evaluation.